Event description:
A customer reported that multiple, incorrect assays, vitros k+ mis-identified as vitros mg and vitros ast mis-identified as vitros crsc were run on multiple patient samples using a vitros 5600 system. In addition, five patient results were predicted using vitros ast that was mis-identified as a vitros crsc on the vitros 5600 system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased patient results were initially reported out of the laboratory, however corrected reports were issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple incorrect assays, vitros k+ mis-identified as vitros mg and vitros ast mis-identified as vitros crsc were run on multiple patient samples using a vitros 5600 system. The customer inadvertently entered vitros mg lot number for vitros k+ and vitros crsc lot number for vitros ast. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5600 system was operating as intended.